Event description:
It was reported that on (B)(6) 2020, the patient underwent a fusion (1-1(2¿4)) for a burst fracture (l3) with the expedium verse system. The surgery was completed successfully. On (B)(6) 2021 a removal surgery of expedium verse was performed for an unknown reason. During the removal surgery, the implant in l2 upper right (6 -45), l4 lower left (6 -45) broke and two screws were left in the body. Concomitant devices: unknown set screws (part# unknown, lot# unknown, qty unknown). Unknown rods (part# unknown, lot# unknown, qty unknown). Unknown screwdriver (part# unknown, lot# unknown, qty unknown). This report is for one (1) unknown expedium verse screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown expedium verse screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot, UDI, catalog. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d2a, d2b.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product code: 199725645s. Lot: 272590. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: february 26, 2020. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5.5 exp verse can scr 6.0x45 was broken near the threads closer to the screw head and the broken fragments were not returned. No other issues were identified. The reported embedded condition cannot be confirmed based on available information. The dimensional inspection was not performed due to post manufacturing damage. The observed broken condition of 5.5 exp verse can scr 6.0x45 was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the 5.5 exp verse can scr 6.0x45. While no definitive root cause could be determined, it is probable that the 5.5 exp verse can scr 6.0x45 was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawing reflecting the current and manufacture revision was reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.